Event description:
Report received of a possible over-delivery of narcotic. The pump was programmed in the pca only mode to deliver morphine sulfate 5mg/ml with a pca dose of 2mg every 20 minutes and a 4-hour lockout of 24mg. It was reported that the pump display read that 11.5mg had been delivered, but the 30ml (150mg) syringe was empty. The patient reportedly received the medication over a time period of 9 hours. There was no reported adverse event with the pt. The pt did not experience any respiratory distress and no medical interventions were required. Though requested, no further information was available.